Manufacturer narrative:
Initial reporter info: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in an unspecified location of a peritoneal dialysis (pd) transfer set. The small hole was discovered prior to patient use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: during follow up, it was further reported that the hole was on the tube. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.